Event description:
It was reported that the right ventricular lead exhibited high impedance and had fractured. The lead also sustained rib clavicle damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that all five filars of the inner coil were fractured at 17.5 cm from the connector pin. An insulation abrasion was also noted in this region. This likely contributed to the reported high lead impedance.